Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the specimen was cut with little or no stretch deformation along the cutline. On microscopic inspection, there was proper welding at the distal end. It was reported that the bag was torn at the seam or had a hole. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy with splenectomy, the bag tore. Another device was used to complete the case.